Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to noise. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
**UDI related data quality updates only**this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to noise. A new lead was implanted. No additional adverse patient effects were reported.